Event description:
It was reported that a malfunction alarm occurred and that an altitude alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified, however the altitude alarm could not be verified. The failure investigation has been completed and the alleged issue of malfunction was verified, however the altitude alarm could not be verified.